Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. Saline residue was found inside the suction tubing, and the faceplate was found unattached which indicated that the device was in used condition. The reported active metal tip broken was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. We cannot determine a specific root cause for the failure. The CAPA has been closed due to a number of process improvements and design changes. The lot number of this device indicated that it was manufactured after the design change was implemented. A manufacturing record evaluation was performed for the finished device product and lot number , and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst tool that during a shoulder arthroscopy after a routine but frequent use in a new vapr coolpulse 90 electrode with hand controls, the front metal tip of the electrode (the burning body) disintegrated and fell into the patient's shoulder joint. After about two minutes, the surgeon managed to remove the part that had fallen out of the joint. The procedure was successfully completed by switching to a new electrode and continued the operation without any damage. There was no patient harm or surgical delay reported.